Event description:
Pt's mother reported by email that while using the omnipod, her daughter ended up in ICU (intensive care unit) after not receiving enough insulin over time. No other detail, including date of event, was reported.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises that "you can avoid most risks to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often."